Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the motor drive unit was stalling. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the motor assy needed to be replaced to address the insufficent drive of disposable.